Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
(B)(4). Medical product: femur cemented cruciate retaining (cr) standard right size 7, cat#: 42502606202, lot#: 62637084. Tibia cemented 5 degree stemmed right size d, cat#: 42532006702, lot#: 62637084. All poly patella cemented 32 mm diameter, cat#: 42540000032, lot#: 62536449. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient felt a pop in the knee, without feeling pain. Attempts have been made and no further information has been provided